Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, the screw was obstructed by a significant amount of tissue, making complete removal difficult for the physician. Additionally, the screw exhibited a slight bend.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicated that the screw of the lead was obstructed by a significant amount of tissue, making complete removal difficult for the physician. Additionally, the screw exhibited a slight bend. This observation no longer meets the definition of malfunction. Thus, amending MDR decision to MDR=no report.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid and tissue around the helix and noted that the helix was deformed. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. This supplemental correction report was created to capture the additional information received which indicated that the screw of the lead was obstructed by a significant amount of tissue, making complete removal difficult for the physician. Additionally, the screw exhibited a slight bend. This observation no longer meets the definition of malfunction. Thus, amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance reason. This rv lead was replaced and not implanted. No adverse patient effects were reported. According to the additional information, the screw was obstructed by a significant amount of tissue, making complete removal difficult for the physician. Additionally, the screw exhibited a slight bend.